Manufacturer narrative:
Concomitant medical products: product ID 97745, serial# (B)(4), product type programmer, non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient has been having problems with their controller where their controller is charged but it gives them a screen saying that the patient cannot make adjustments. The patient could not confirm exactly what screen they were seeing while on the call and they could not re-create the screen at the time of the call. The controller also started to drain a lot quicker than they thought it should since they have had it stating that one night the controller was charged to 100% before bed but when they woke up in the morning the charge level was at 60%. The patient has been talking to their manufacture representative (rep) all along. The rep thinks there may be an issue with the controller battery. The rep instructed the patient to reset their controller which worked twice but then stopped working. The rep initially thought the controller battery draining faster than anticipated was due to the patient¿s programs not being set following the implant but the patient stated that the issues continued after programming. The patient would call back for further troubleshooting after they could confirm which screen they were seeing. There were no patient symptoms reported and no complications reported. Additional information received from the patient on (B)(6) 2018. The patient was calling to provide an update that the controller seems to be working better for them and they are learning more how to use it, except they are still having to charge ¿almost constantly¿. The patient was not understanding the difference between the controller battery and the ins battery. Patient services reviewed the differences and expectations regarding the ins charge frequency. The patient clarified that by charging almost constantly, that the ins battery was depleting from 100% to 40% overnight. Patient services reviewed this may be normal depending on the programmed settings. The patient seemed to understand and again repeated that the reason they are calling is just to let patient services know that things are going better with the controller. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. The patient weight was updated. It was reported that the device started working right. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.